Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with blood glucose rising from 114 mg/dl after a snack to 225 mg/dl and later trending to 240 mg/dl before decreasing to 140 mg/dl after supply changes and monitoring; the infusion set in use was a contact detach steel set, and the device did not generate alerts or alarms. Symptoms included hyperglycemia without other clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to establish a device-related problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.